Event description:
The customer observed falsely elevated parathyroid hormone results while using the architect intact pth assay. The indicated 2 patients generated higher results using the architect assay compared to the siemens centaur method, as follows: patient 1: architect ipth initial 89.8 pg/ml, retest siemens centaur 62.00 pg/ml patient 2: architect ipth initial 100.2 pg/ml, retest siemens centaur 67.00 pg/ml no adverse impact to patient management was reported. The result was not reported out of the laboratory.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). Device code: high test results; (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 02214b000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 02214b000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.